Manufacturer narrative:
The t: slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off)." The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported by the contact the customer's basal rate was interrupted. Tandem technical support reviewed the pump's t: connect history. It was noted that an auto-off alarm occurred and that there was no interaction with the pump for 12 hours prior to the alarm. The customer's blood glucose level was not impacted. The customer changed the time on the auto-off from 12 to 16 hours.